Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. No adverse event was reported. The patient stated the issue occurred with other lots of product, no other lot numbers were provided. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The customer returned three used samples and one unused sample. The used samples were leak tested, and no deviations were found. The investigation results show at the unused sample, the cannula housing guide needle septum is leaky.